Manufacturer narrative:
Concomitant product(s): a 1882tc lead, implanted: (B)(6)2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high bipolar pacing impedances on a few configurations. The lv was capped and replaced. No patient complications have been reported as a result of this event.